Event description:
During the procedure, the reservoir backed up and fluid came out of the reservoir. The physician completed the procedure with a different device with no patient complications and the patient is fine.

Manufacturer narrative:
The procedure set was tested and the technician was unable to duplicate the reported event. Nothing atypical was found.